Event description:
The pt reported pain at the pocket site. The pt reported falling on the ipg and felt the pocket enlarge. The dr explanted and replaced the pt's ipg. The dr was concerned the ipg had been damaged during the fall.

Manufacturer narrative:
The explanted material will not be returned for eval, as it discarded by the medical facility.